Manufacturer narrative:
The lot history record for the implant, lot # h08002 was reviewed for any issues which may have contributed to the product complaint. There are no associated waivers, deviations, non-conformances, or corrective/preventive actions associated with this lot during the manufacturing process. The product was not returned to the site and no further information has been received. Based upon the details presented, it is unclear if the complaint as described is a result of the device, surgical procedure, or patient history. Although there are known risks associated with the use of caldera medical's mesh products, these risks are noted in the warnings/adverse reaction section of each product's instructions for use (IFU).

Event description:
Patient underwent her first surgery for laparoscopic supracervical hysterectomy, removal of both tubes and ovaries, laparoscopic sacrolpopexy, anterior and posterior repair, and cystoscopy. Patient was admitted five days later with nausea and abdominal pain. Subsequently, nine days later the patient underwent surgery for diagnostic laparoscopy, lysis of adhesion, open laparotomy, and partial small bowel resection with anastomosis. The y-mesh was adhering to the bowel in right lower quadrant of abdomen. Uf/importer report # (B)(4).